Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer also had an unexpected restart alarm and a signal too low alarm. Customer's blood glucose was 189 mg/dl. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms, unexpected restart alarms, or external ram crc error alarms noted during testing. The device passed basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test, and displacement test. The device had cracked case at display window corners, display window, cracked reservoir tube, broken battery tube threads, and minor scratched lcd window.